Event description:
During a scheduled testing/inspection, the device was found to display all (charge pak, attention and wrench) icons and unable to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return to the mfg facility and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.